Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed an reproduced the reported delayed keypad response of approximately 3 seconds. The issue was caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a delayed keypad response. There was no patient involvement.